Manufacturer narrative:
The results of the laboratory analysis of the valve will be sent to complete this incident report.

Event description:
The patient was monitored for two days after implantation but his condition did not change. Therefore, the valve and the distal catheter were extracted and replaced. The surgeon would like to know if there is any occlusion.